Event description:
It was reported that a leak was observed in a 4 liter oxygen barrier bag filled with tpn. The reported condition occurred before patient use. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.